Event description:
It was reported, a 68 yo female patient, initial right hip implanted on (B)(6) 2015, underwent a revision procedure on december 20, 2023, approximately 8 years post the initial procedure. The patient returned to the surgeon¿s office with a recalled hip liner. The patient was scheduled for a revision of their total hip possible head and poly liner exchange. The patient had the revision surgery and underwent an acetabular poly liner and femoral head swap. They were revised to a biolox delta adapter 16/18-12/14; +3.5mm sn: (B)(6), biolox delta option femoral head 36mm od sn: (B)(6), and a nv ehxl ntrl lnr g2 36mm sn: (B)(6). There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No device returns for analysis anticipated. The implants were sent to the lab and legal at the hospital. Device images and x-rays were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6)- 101-45-20 - 4.5mm drill bit 20mm. (B)(6)- 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. (B)(6)- 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6)- 186-01-52 - integrip cc, cluster 52mm, g2. (B)(6)- 188-00-07 - wedge plasma s/o sz 7. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported, a patient, initial right hip implanted, underwent a revision procedure, approximately 8 years post the initial procedure. The patient returned to the surgeon¿s office with a recalled hip liner. The patient was scheduled for a revision of their total hip possible head and poly liner exchange. The patient had the revision surgery and underwent an acetabular poly liner and femoral head swap. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No device returns for analysis anticipated. The implants were sent to the lab and legal at the hospital. Device images and x-rays were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, h6 MDR section codes updated/corrected: a, b, c, d, g the most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.